Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe was not smooth when inserting into the 23 ga non-valved cannula. Another probe was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
The customer reported the laser probe did not fit into the trocar cannula. The laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The tip of the laser probe was found to be non-conforming; however, how or when it became non-conforming remains inconclusive. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).